Event description:
External ref # (B)(4). Material no: unknown batch no: unknown. It was reported that the bd syringe had leakage at the luer connection. The following information was provided by the initial reporter: it was reported that clinician and/or any patients have encountered leakage and connection issues while using the bd® syringe nrfit¿ lok: 3ml . Verbatim: clinician experienced: leakage - not reported to bd - interruption of therapy (not resulting in patient or clinician harm). Performs below expectations - doesn't always connect well or leaks. Please see attached excel sheet for additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.